Event description:
It was reported that a nurse got her hand smashed between the da vinci si surgical system and the wall while she was driving the patient side cart. The nurse obtained an x-ray of her hand to confirm that there was no fracture. No further harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer found the patient side cart throttle control was functioning properly in both forward and reverse directions. System verification was performed and found to be within specification. While going over the event with the nurse and or manager it was determined that the customer reported issue was associated with user error. Onsite training was performed to ensure no further events occur. As of february 22, 2012, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
(B)(4).